Event description:
It was reported that a patient presented for routine follow up to the clinic, on interrogation of the device low battery voltage was noted. It was also observed that the patient did not have any therapies or abortedshocks since the last follow up. Tech services will review session records from both follow-ups.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of a battery anomaly was confirmed in the laboratory via review of the device image and was due to a programmer software issue. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found. The cause of the reported longevity estimation anomaly was a programmer software anomaly that caused an overestimation during the mid-life of the battery.

Event description:
New information received notes that the device was explanted due to end-of-life (eol).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.